Manufacturer narrative:
One device was returned for investigation with the bottom seal broken and the plunger seal intact and a cracked right plunger case. Review of the event history log found many errors confirming the customer complaint. Functional testing additonally confirmed the customer complaint. The root cause was traced to wear and old age of the battery and the pump motor drive phase alarm. The battery was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed motor rate error and battery depleted. No patient injury reported.